Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap umbilical hernia repair, "trocar tip bumped intraoperatively with tip fracture with tip fracture intracorporeally. Piece retrieved and matched to tip. No bad patient outcome was experienced." Patient status: "no bad patient outcome was experienced."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the tip of the cannula was fractured and the fracture appeared to be a clean break. Engineering noted not all pieces of the fractured cannula were returned for evaluation. Based on the evaluation of the returned unit, the root cause of this incident is likely due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.